Event description:
Boston scientific received information that during the implant of this cardiac resynchronization therapy defibrillator (crt-d), shock impedances were consistently in the 70 ohm range. Boston scientific technical services (ts) recommended checking the leads and connections. It was noted that the physician tightened up the superior vena cava (svc) coil set screw and the shock impedances returned to normal. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.